Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 36 mg/dl. The customer stated that she had been experiencing high blood glucose levels prior to the event, and she may have given herself too much insulin. Troubleshooting was performed, and found that the customer had given herself 45 units of insulin on the day of the event. The customer normally receives about 34 units. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.